Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded right ventricular (rv) shock impedance of greater than 200 ohms, which is high out of range. Analysis of the shock impedance by technical services (ts) was requested. The model and serial number of the lead is not available, further information was requested. The device remains in service. No adverse patient effects were reported.